Event description:
It was reported that during a sieve control in the aemp a broken and defective impactor was found. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; d9; g3; h2; h3; h6. Visual examination identified that the impactor shows signs of use consisting of nicks and dents from hitting, particularly at the end of the handle and at the last hole of the rod. The handle is fractured with the fracture running perpendicular to the axis of the rod right next to the welding that welds the rod to the handle. Analysis of the microstructure showed a regular welded microstructure with correct angles and depth. The microstructure of the fractured area shows a ductile structure. The handle clearly shows deformation caused by hitting with a tool (hammer). This deformation indicates overloading of the instrument. According to the fracture analysis, no material defect can be detected. A review of the coc confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. With the available information, a definitive root cause could not be determined. After the investigation it was found that the fracture site is different from the sentinel event, therefore this case is not likely to cause or contribute to a serious injury if it were to reoccur. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at this time.